Event description:
It was reported that during an adjustable band procedure, the balloon was punctured during placement. The device was replaced with a new one and the case was completed without any pt consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.